Manufacturer narrative:
Device evaluation: returned device was received with a dirty enclosure, scuffed and cracked underneath the drain fitting. Front cover is cracked in the top left corner. Water reservoir is stained. Enclosure has labels and label residue. Drain fitting is rusted. Pole clamp is dirty and damaged. Line cord is old and worn. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. DHR review will not add value to this investigation as device was confirmed to be damaged in the field.

Event description:
Information was received indicating that a smiths medical fluid warmer had a cracked case causing leaks. No adverse events were reported.